Event description:
New information received notes the patient underwent defibrillation threshold testing (dft). The patient was induced and the first shock at 30 j failed and the patient was externally shocked and rescued. The patient was set up again and induced and a shock of 36 j was successful. The physician was inclined to leave the system alone but after the dft test, right ventricular lead noise was detected. The patient was to return to the hospital for a venogram to determine if there was a possibility of implanting a new lead. The patient was stable and awaiting to return to the hospital for the outpatient procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-26056. It was reported that the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr) that accelerated to tachycardia in the ventricular fibrillation (vf) zone. The implantable cardioverter defibrillator (ICD) delivered an inappropriate first shock with the high voltage (hv) lead impedance below the normal range. The automatic shocking-vector adjustment algorithm (dynamic tx) kicked in and changed the shock vector leading to successful therapy of a 40 j shock. Programming changes were made to the vector. The patient was to undergo further testing to assess lead function. The patient was stable before, during and after the interrogation.